Event description:
It was reported that this patient's hip is sunken in due the hip replacement. No further information provided.

Manufacturer narrative:
H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5, h6.

Event description:
It was reported that the patient underwent an initial tha (total hip arthroplasty). Subsequently, the patient's hip became sunken in and was causing pain. The patient claims to be deformed and has to use a walker. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, e, f. The reason for the adverse event reported cannot be confirmed from the information provided but may be the result of the reported subsidence. The reported subsidence and potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices appear to remain implanted and images, radiographs, relevant clinical information, and product information were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.